Event description:
Additional information was received from the patient. It was reported that the patient was unable to power up their patient programmer. They called back reiterating that their implant didn't seem to be helping at all with their overactive bladder (oab). Patient mentioned their doctor put them on noctiva, a nasal spray, which didn't do anything but make them sneeze, burn their nose, and then their oab flared up. Patient was going to try to pull up their settings, but their patient programmer wouldn't power up. Patient didn't have new batteries at the time of the call and said they would call back when they did. Patient also mentioned that since their last call they had not been able to communicate with or without the antenna, it might not work. It was noted that the patient had an appointment with their healthcare provider scheduled for (B)(6), 2019. Patient also mentioned they received a follow-up letter, when offered to record answers, the patient started sharing current issues as nothing had yet been resolved. Additional information was received from the patient. The patient called back for further troubleshooting, they wanted to change programs. They were walked through changing from program 1 at 1.9v to program 2 at 0.8v. Therapy considerations were reviewed. Patient was going to monitor symptoms after changes were made and follow-up with their healthcare provider if they did not resolve. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient stated that the implant was not working, even after reprogramming. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G4: the date the information was received was incorrectly reported in follow up report 002. The correct date of awareness is 2020-feb-26. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that they have not yet experienced therapeutic benefit. Patient did not know how to work the patient programmer and was help to turned stimulation up to where it was comfortable form 0.4-0.9v and patient has an appointment with their health care professional on (B)(6) 2018. Additional information was received from the patient. The patient reported they had not gotten therapeutic effect since implant. They were still getting up every hour at night, and their right leg had been hurting near the ins since implant. The patient reported they were seeing the poor communication screen, they were not able to connect with and without the antenna. The reported they could not feel the ins through the skin since implant. Troubleshooting was done and the poor communication was not resolved. Caller was redirected to their healthcare provider regarding the ins position and poor communication. No further complications were reported or anticipated.